Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary: the cause of the proximal type I endoleak reported during implant could not be determined from the pre-implant films provided. Films during implant were not available for review and the reported event could not be assessed. Pre-implant films revealed that the patient had a challenging anatomy which most likely contributed to the type ia endoleak; short, calcified, thrombus filled, and conical-shaped proximal neck. Since the site reported an additional 5-8mm of available proximal neck above the implanted bifurcate, it is possible that the bifurcate may have been implanted lower than intended within the 10mm length neck, which also may have been a factor. The likely target of the endoanchors was in a calcified location within the proximal neck, which also may have contributed to incomplete resolution of the endoleak post-anchor implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii aui stent graft system was implanted in a patient for the endovascular treatment of a 59 mm abdominal aortic aneurysm. The proximal aortic neck diameter measures 26-32 mm and 10 mm in length. The proximal neck was noted as short wide and conical with moderate calcification and thrombus present. It was reported during the index procedure, after the aui stent was implanted a completion angiogram identified a type ia endoleak. There appeared to be approximately 5-8 mm of proximal neck that could be gained with a proximal extension so the physician elected to deploy a proximal aortic extension just below renal arteries. A second angiogram demonstrated the type ia endoleak remained. 4 helix-fx endoanchors were then placed in the proximal seal zone. A final completion angiogram was performed demonstrating a reduced and delayed type ia endoleak. The physician decided to end the procedure. Per the physician the cause of the event is undetermined. No additional clinical sequelae were reported and the patient will be monitored.